Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, there was an air gap observed in the infusion set tubing. Customer changed the cartridge and infusion set. Customer's blood glucose level was approximately 300 mg/dl.